Event description:
The customer reported that the remote network station (rns or remote monitoring system)is experiencing communication loss and cannot see the beds that are being monitored.

Manufacturer narrative:
We followed up with the customer and restarting the services of the qf-983pk rns server or netkonnect resolved the communication loss issues.